Event description:
It was reported that this pacing lead was explanted due to the patient's infection. It was noted the pacemaker had eroded through the pocket; the pocket was debrided and the system was removed. No additional adverse patient effects were reported. The explanted products were planned to be returned for evaluation and disposal.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed and found no anomalies. No lead issues were noted that would have made infection/erosion more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacing lead was explanted due to the patient's infection. It was noted the pacemaker had eroded through the pocket; the pocket was debrided and the system was removed. No additional adverse patient effects were reported. The explanted products were planned to be returned for evaluation and disposal.